Manufacturer narrative:
It was reported that the patient experienced pain on stimulation of electrodes 1, 3 and 4 (so these are suspected to be extra cochlear), frequent 'bubbling" sounds and also 'shocks' several time per day. A crystal intergrity test was conducted and the results showed that electrodes e2, e12 and e13 are faulty. The patient was re-implanted with a nucleus freedom. Result there was a tear/break in the silicone carrier at the electrode leas exit from the stimulator. The results of tests performed with the device in saline showed that the tear break in the silicone carrier caused a breath in the electrical insulation of the electrode wire assembly. Stiffening ring s3 and electrode ring e7, e8, e13 to e15 were crushed. Continuity test revealed short circuits between stiffening ring s3 and electrode rings e2, e6 to e10, e13 to e15, e17 to e19, e21 and e22. The device passed all tests conducted to confirm the proprer operation of the stimulator when dried, details: there was a tear break in the silicone carrier at the electrode lead exit from the stimulator. Evidence of fluid penetration was observed at this location. A breach in the electrical isulation (electrical leakage) at the location of the tear break was detected after saline soak. Stiffening ring s3 and electrode rings e7, e8, e13 to e15 were crushed. Short circuits were detected between stiffening ring s3 and electrode rngs e2, e6 to e10. E13 to e15, e17 to e19, e21 and e22. A tear in the silicone carrier of the electrode lead and damage electrode wires were observed approximately 50 mm from the stimulator. X-rays of the device showed no faults other than those described above. The device passed all tests conducted to confirm the proper operation of the stimulator when dried.

Event description:
After 18 years of cochlear implant use, this pt began to report pain, "shocks," and unusual sounds occurring several times a day. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery was successfully completed in 2006.